Manufacturer narrative:
The 67-year-old female patient involved was reported as wear monitoring due to early prosthesis wear approximately 7 years after the tha index surgery on her left hip. The prosthesis wear was able to be confirmed from the provided radiograph. The devices were not available for evaluation as they remain implanted. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis significant edge loading of the femoral head on the acetabular liner due to acetabular cup positioning and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the monitoring reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints).

Event description:
As reported, the 67-year-old female patient involved was reported as wear monitoring due to early prosthesis wear approximately 7 years after the tha index surgery on her left hip. The prosthesis wear was able to be confirmed from the provided radiograph. The devices were not available for evaluation as they remain implanted. Concomitant device: cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial# (B)(4))